Manufacturer narrative:
Additional information was received that the bsn representative had no knowledge of the patients specific health issues and it was believed that nothing happened during the implant procedure that may have caused the health issues. The patient underwent an ipg replacement procedure to have magnetic resonance imaging (MRI) compatible device. The patient was doing well postoperatively.

Event description:
A report was received that the patient was having health issues since had scs put in. The physician did not believe that the health issues were device related. The patient will undergo an ipg replacement procedure. No device malfunction was suspected.

Event description:
A report was received that the patient was having health issues since had scs put in. The physician did not believe that the health issues were device related. The patient will undergo an ipg replacement procedure. No device malfunction was suspected.